Event description:
The customer reported being in the emergency room due to high blood glucose of 535mg/dl. The customer stated that she went into diabetes ketoacidosis and her blood glucose went up to 713mg/dl while staying at the hospital. The customer stated that when she woke up in the emergency room her blood glucose was 410mg/dl and continued dropping to 385mg/dl. Then her blood glucose went up and she could not keep any drink or food down. The customer believes that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.